Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 1000 mg/dl. The customer stated that she lost her insulin pump. Therefore, no troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.